Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone. Very hard bone. Loss while 2nd impression taking. Patient is smoker.